Event description:
On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultra meter read inaccurately high. It is unk what date/time the alleged issue began. A week after the alleged issue started, the pt claimed that he developed symptoms of sweating and dizziness. The pt also reported blood glucose results of "433 mg/dl" with a lifescan meter and "89 mg/dl" on a doctor's office meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The customer service rep (csr) noted however, that the pt was not using correct steps for testing with the reported meter. According to the csr, the pt "wipes blood away and does not let the alcohol dry before drawing the blow sample." The pt denied that he received any treatment because of the alleged issue. It would have been helpful to know the following info: the pt's frequency, his medication and diabetes management regimes, what meter reading he obtained before and after the symptoms developed, and what actions the pt took before and after the symptoms started. In addition, it would have been helpful to know the date/time(s) the reported blood glucose readings were obtained. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed a symptoms of sweating which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.